Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter had a cracked display after the device was dropped. The patient indicated that the alleged issue started on an unspecified date/time in (B)(6) 2010. On an unknown date/time about 3 months after the alleged issue began, the patient claimed that she developed a symptom of shakiness due to the alleged issue. The patient claimed that because of the alleged issue, she was unable to test her blood glucose. The patient denied that she received any treatment because of the alleged issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.